Event description:
It is reported that a customer received a reservoir alarm. The customer's blood glucose level was not recorded. The customer was assisted with trouble shooting and the representative suggests that the customer probably did not know the correct way to set the infusion set. The customer was helped with the correct way of running the pump and was sent a new infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.